Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose values of 40mg/d and 68 mg/dl. The customer reported that they treated the low blood glucose with food and milk. No further details are given on low blood glucose. The customer reported issues with the sensor. The pump will not return for analysis.